Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 20 to 30 mg/dl. Customer indicated that their doctor recently changed the pump settings. Customer declined low blood glucose troubleshooting and indicated that they could not talk on the phone and would call back. No further details provided.